Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the left eye in the surgeon side cart (ssc) kept flashing. Technical support engineer (tse) reviewed system logs and found error 119 for the high resolution stereo viewer (hrsv) low current draw from the generic power distributor (gpd). Tse advised to power cycle the system, but the site did not want to troubleshoot at the time. The site moved to the other ssc and requested fse to resolve this as soon as possible. The site proceeded with the case a planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The high resolution stereo viewer (hrsv) was replaced along with the generic power distributor (gpd) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the main board was defective and there was no image. Root cause of this failure is attributed to component failure. Isi also received the gpd associated with this complaint and completed its investigation. Fa did not reproduce the reported issue as the unit passed in house testing without errors.